Manufacturer narrative:
Based on the results of the analysis provided by customer, customer confirmed that the paddle does not contact well with the paddle tray, and the indicator is red on the paddle. The customer repaired the device by themselves, and there is no further information about the resolution. The root cause of the component failure could not be determined. Device was back to functional use.

Manufacturer narrative:
(B)(6).

Event description:
Philips received a complaint on the heartstart mrx device indicating that the device failed the self-test.